Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. This report is for unknown screw locking/unknown lot number. Implanted date: original procedure was performed on an unknown date. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a revision surgery involving hardware removal was performed to treat nonunion of a humeral shaft fracture. The original procedure was performed on an unknown date during which the patient was implanted with synthes devices. Subsequently it was determined that there was nonunion. During the revision procedure, as a flexible reamer was being used to widen the canal and one (1) six-hole broad plate and six (6) 5.0 mm locking screws were removed. All explanted devices were found to be intact and there was no reported product problem. The patient was revised to a new 8-hole broad plate, screws and a fibular allograft. Nothing untoward occurred during this procedure. The procedure was completed successfully with the patient in stable condition. This complaint is for two (2) devices. This report is 2 of 2 for (B)(4).